Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg placement was causing a dropped foot. The physician did not believe that the ipg was causing it. The patient underwent an ipg replacement procedure for MRI compatibility and was doing well postoperatively. The explanted ipg was kept by facility.